Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore, no product investigation can be performed and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 31042005l number, and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered a cardiac tamponade requiring a pericardiocentesis. It was reported that during a procedure, an adverse event occurred. Post-ablation, the patient's blood pressure dropped and the physician discovered a pericardial effusion. They reported no further patient symptoms. They confirmed the effusion on intracardiac echocardiography (ice). The physician performed a pericardiocentesis. The caller could not provide how much fluid was removed during the medical intervention. The patient then stable and remained overnight for observation. Additional information was later received indicating the physician¿s opinion on the cause of this adverse event is that it was procedure related. Pericardiocentesis was done. Patient required extended stay for observation. Transseptal puncture was performed with a baylis, versacross needle. Prior to noting the cardiac tamponade, ablation had already been performed. There was no evidence of steam pop. Irrigated catheter was used in the event, the flow setting was 8.15 ml/min high flow; 2 ml/min low flow. Correct catheter settings were selected on the smartablate generator and the pump switching was from ¿low¿ to ¿high¿ flow during ablation. No error messages observed on biosense webster equipment during the procedure. All force visualization features were used. Visitag module was used, parameters for stability used were range 3mm, time 3sec, force over time (fot) 25% @ 3g. Tag size 3mm. No additional filter used with the visitag. Tag index was used.